Event description:
Follow up was performed with the treating physician's office. It was reported that the patient spoke to the office on (B)(6), the day after the implant on (B)(6) and she complained about the pain in the left neck and the device was disable at that time with the magnet. She was then seen in clinic and they turned the device off from (B)(6). On (B)(6), they turned the device on 0.50ma with a magnet output current of 0.75ma. At those settings the patient complained of a twinge of pain. On (B)(6), the ent evaluated the patient and noted hyperphonia, that he suspected would get back to normal in a month. On (B)(6), she noted that her voice was whispery, and they increased the output from 0.5ma to 0.75ma and the magnet to 1.0ma. It was indicated that the patient's pain and shortness of breath were constant, but worsened with stimulation. It was also indicated that the patient had a history of shortness of breath and pain in the neck prior to this implant. No other information was provided.

Event description:
It was reported by the surgeon, that following a lead and generator replacement procedure (previously reported under manufacturer's report # 1644487-2012-01869), the patient developed vocal cord paralysis. The patient was seen on (B)(6) 2012. On that date, the patient was quite hoarse and felt short of breath. Per the surgeon, the patient had developed paramedian vocal cord paralysis on the left side. The surgeon felt that this was due to the dissection and manipulation on the vagus nerve during the revision. The surgeon indicated that no interventions were currently planned, however, if the condition did not improve, a teflon injection may be attempted. Additionally, the surgeon noted that the patient's generator had been re-enabled during surgery; however, it had been disabled shortly after due to pain. As a result of the loss of therapy, the patient had been experiencing an increase in seizures.